Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by Tandem Technical Support and no issues were identified. Customer changed pump supplies to address the issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a manual insulin injection.

Manufacturer narrative:
In use at the time of the event: